Event description:
It was reported the flex video scope had a sensation of folded sheath when preforming biopsies. The issue occurred during a therapeutic procedure that was completed with another back-up device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: insertion part, distal end, air water channel has a foreign material and control unit, air/water cylinder(tube) has foreign body. A root cause could not be identified. Based on the results of the investigation, the most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.